Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information in (B)(6) 2013 that this patient died following delivery of multiple shock therapies until a magnet was positioned over the device. The family alleged that the delivery of multiple shocks may have caused or contributed to the patient's death. The family member mentioned that following shock deliveries, the patient was admitted into the hospital and received several more shocks throughout the day. Patient services was informed that the patient died the next day. The family member expressed dissatisfaction that the hospital staff were not aware that placement of a magnet would inhibit the device from delivering shock therapy. Patient services suggested that the family member speak directly with the physician to inquire about the cause of death. According to the family member, the device was buried with the patient and will not be returned to boston scientific for laboratory testing. The local representative was contacted who reported that this patient had been lost to follow-up at the clinic. The patient's remote monitoring system was reactivated and stored data was reviewed. The last communicator data upload (weekly interrogation) occurred in (B)(6) 2012.